Event description:
It was reported that a patient experienced a breach in aseptic technique during training on how to use the homechoice machine. The patient had touched the end of their transfer set with their finger. The technical services representative advised the nurse to contact the peritoneal dialysis nurse or doctor on how to sterilize it. There was no patient injury or medical intervention indicated at the time of this report. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned for analysis; therefore, no evaluation could be performed. Proper user instructions are addressed in the homechoice and homechoice pro apd systems patient at-home guide¿, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. If additional relevant information becomes available, a supplemental report will be submitted.